Manufacturer narrative:
Customer is using the second drop of blood. This may contribute to unexpected inr or errors in testing. The first drop should be used. Pt is taking medication for blood pressure and has a-fib and (B)(6). Pt's current medication and health status may affect coagulation test and lead to unexpected inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.3, reference: 2.3, mean: 2.3, confidence limits: 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Since strip lot was released, 6 retained strips have been tested. Test records indicated all strip test results met products from in vivo tests. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending corrective action not required at this time.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.3, lab: 2.3. Tests done within 5 minutes of each other. Caller reports using second drop of blood.